Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer experienced blood glucose level of 360 mg/dl. Customer was using auto mode. Customer did self test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).